Event description:
It was reported that brand new t:slim x2 pump did not turn on out of the box and battery would not charge, even after being connected for extended periods using both tandem and third-party charging cables and wall adapters, with no lights or power alerts observed. There was no reported impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup insulin therapy, followed troubleshooting steps under guidance from technical support, and was provided replacement pump, with instructions to place nonworking pump in storage mode, return it with prepaid label, and re-enter pump settings and reconnect continuous glucose monitor on replacement device.